Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed the patient's premature ventricular contractions (pvc) and delivered brady pacing when not required. Technical services (ts) was consulted and discussed reprogramming the atrioventricular (av) delay and lower rate limit (lrl). It was noted changing device sensitivity did not resolve the undersensing. Ts also recommended performing a defibrillation threshold (dft) test. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed the patient's premature ventricular contractions (pvc) and delivered brady pacing when not required. Technical services (ts) was consulted and discussed reprogramming the atrioventricular (av) delay and lower rate limit (lrl). It was noted changing device sensitivity did not resolve the undersensing. Ts also recommended performing a defibrillation threshold (dft) test. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. The physician made programming changes on this device.